Event description:
Staff observed shower chair was broken prior to transferring a resident. The seat pad was angled to the right, top left support elbow apart and bottom right support elbow apart. No injury occurred.